Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-5 leds on the right side are not working. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, the bottom and top digits on the seven segment displays failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection revealed corrosion on the speaker. No corrosion on the technology board; however, there was corrosion present throughout the system board on (u16), (u9), (u10), (u23), (q9) and (c93) that are related to the display circuitry. Non illuminating led segment on the system board due to corrosion potentially caused by liquid ingress. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Additional information provided: serial number (B)(4) and device manufacturer date 09/27/2017.